Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the aortic neck dilated causing the stent graft to migrate. The stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft, and its analysis is pending.